Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4 ).

Event description:
It was reported that during the implant of the right atrial (ra) lead the patient went into atrial fibrillation requiring intravenous medication and electrical cardioversion to resolve the atrial fibrillation. The lead remains in use. The patient was enrolled in the refine ICD clinical study. No further patient complications have been reported as a result of this event.